Manufacturer narrative:
510(k) number: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle tip broke off in the lung. They noticed the tip was broken after the procedure was completed when the saw something on ultrasound. It was retrieved with forceps and all pieces were present when they put it back together. It was then passed on to risk management.

Event description:
The needle tip broke off in the lung. They noticed the tip was broken after the procedure was completed when the saw something on ultrasound. It was retrieved with forceps and all pieces were present when they put it back together. It was then passed on to risk management.

Manufacturer narrative:
(B)(6)510(k) number: k160229. (B)(4). Exemption number: e2016031 (B)(4). 1 x echo-hd-22-ebus-p-c device of lot #c1432312 was returned to (B)(4) for evaluation. Upon evaluation the device was returned in a plastic bag. The stylet was in place and there was no needle exposure. The needle bent/ kinked below the sheath extender. The needle was broken distally however the broken part was not returned. The stylet would not introduce fully due to the needle being broken at the tip- it could not be re- inserted past the bend. No other functional issues were noted with the device. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However it is possible that the needle hit a hard lesion causing the tip of the needle to break, the kink/ bend below the sheath extender can also be attributed to this. CAPA (B)(4) was raised in relation to this issue and it will deal with any actions identified. Documents review: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). IFU review: it may be noted that according to the instructions for use, ifu0110-5, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1432312 did not reveal any discrepancies that could have contributed to this complaint issue. A review of the information provided, indicates the IFU has been followed. There is no evidence to suggest that this issue affects the entire lot # c1432312 upon review of complaints this failure mode has not occurred previously with this lot # c1432312. Summary: from the information provided, no adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.